Manufacturer narrative:
The product has not returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 250 mg/dl. Customer requested a correction bolus; however, due to insulin-on-board (iob), the pump did not deliver the bolus. During troubleshooting with tandem technical support, it was explained that iob was actively lowering the customer's blood glucose level and recommendation was made for the customer to wait for the iob to reach zero before checking bg level again. During follow up, customer reported bg level was stable.